Event description:
It was reported that while performing a spinal fusion revision in the patient, the patient's catheter was inadvertently severed. It was stated that the "distal catheter inadvertently removed prior to repair." The surgeon opted to not replace the catheter at that time. The patient was admitted to the ICU. The surgeon was made aware of potential withdrawal symptoms that may occur. The pump was reprogrammed to the minimal flow-rate. The patient's managing pump physician was advised of the event; he subsequently discussed treatment plans with the surgeon. There was not a current plan to revise the catheter. The pump was noted to be delivering duramorph 2.23 mg and bupivicaine 4.46 mg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).